Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became separated from the cartridge. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and was able to successfully resume insulin delivery.